Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of 550 mg/dl and was vomiting. The patient went to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with insulin, serum, and antibiotics. It is unknown how long the patient was hospitalized. The patient is currently stable.